Event description:
It was reported that the user experienced low glucose while using the ilet, with the device displaying 50 mg/dl and a confirmatory fingerstick of 59 mg/dl; the user had recently completed an initial setup period and was allowing the system to learn. Symptoms included disorientation consistent with hypoglycemia. Outcomes included on-site treatment with oral carbohydrates and continued monitoring without hospitalization. Investigation included troubleshooting and education on best practices for treating low glucose and guidance to repeat carbohydrate treatment at 15-minute intervals as needed. Investigation of this case revealed no device malfunction reported, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was related to hypoglycemia with an undetermined cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.